Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set was leaking during patient use. It was further reported that a secondary lumen with 0.45% sodium chloride and heparin running at 0.5ml/hr line with a tpn (total parenteral nutrition) filter attached when the leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.